Event description:
It was reported that during surgery, the blade broke. The procedure was completed without a clinically significant delay; no adverse consequences or patient impact were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.